Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that in an online survey a physician stated that, "no, they do not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provide(s) sufficient information about the product(s) and its/their medical application(s) because 'not applicable or never used' in relation to preconnected uncoated all-silicone foley catheters".

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product catalog number and the lot number for this device are unknown. The DHR review could not be performed without a lot number. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that in an online survey a physician stated that, "no, they do not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provide(s) sufficient information about the product(s) and its/their medical application(s) because 'not applicable or never used' in relation to preconnected uncoated all-silicone foley catheters".